Manufacturer narrative:
The reason code for no evaluation has been corrected. The following information has been corrected: d.3. Reason code for no evaluation: other.

Event description:
It was reported that the normal saline 5ml fill in 10ml syringe experienced a wrong tip cap. The following information was provided by the initial reporter: material no.: 306502, batch no.: 811511d. Per email: we received a voicemail from a pharmacist requesting assistance with product number 306502 lot 811511d. The customer stated that the caps on the prefilled normal saline syringes are blue instead of white and they are being confused with heparin injections.

Manufacturer narrative:
Investigation summary: two photos along with the physical samples were provided to our quality team for investigation. The product was received in good condition, without the original packaging. The caps on the returned product were a blue cap, not the white cap used for saline. A device history review was performed for reported lot 811511d, including inspection records. All in-process and final release inspections met specification. Investigation conclusion: sample received without original packaging. Sample received in condition to allow for evaluation of tip cap. Returned product was a saline pre-filled syringe; however, the tip cap on the returned product was a blue tip cap (for 10u heparin), not a white tip cap (for saline). A review of batches produced in cleanroom d (same filling room as complaint product) was performed to identify is mix of caps was possible. Within 2 weeks prior to and after the filling of lot 811511d, no 10u heparin (blue cap) product was filled in cleanroom d. As a blue cap would be identified in the 100% visual inspection of the lot (with white caps), it is unlikely that the cap was mixed in the manufacturing process. Root cause is unknown. Root cause description: although returned sample was confirmed to have the 10u (blue) cap, no root cause within the manufacturing process was identified. Rationale: no corrective action shall be taken. As this is the first incident of this type of mixed components identified within the last 6 months, no trend of this issue has been identified. Additionally, as the (B)(4), manufacturing site was closed in march 2019, no additional action shall be taken.

Event description:
It was reported that the normal saline 5ml fill in 10ml syringe experienced a wrong tip cap. The following information was provided by the initial reporter: material no.: 306502, batch no.: 811511d. Per email - we received a voicemail from a pharmacist requesting assistance with product number 306502 lot 811511d. The customer stated that the caps on the prefilled normal saline syringes are blue instead of white and they are being confused with heparin injections.